Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that during the implant procedure for a light adjustable lens (lal sn (B)(4)) a capsular bag tear occurred. The surgeon extracted the lens, performed a vitrectomy, and implanted a bausch and lomb l122uv lens. The surgeon closed the wound with sutures. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
Manufacturer reference #: (B)(4).